Event description:
A customer contacted beckman coulter inc. (Bec) stating that upon receipt of the synchron alanine aminotransferase (alt) 2 x 400 reagent lot, the customer observed that one (1) reagent kit was empty and wet with no visible damage. No injury or operator exposure was reported for this event.

Manufacturer narrative:
The customer was sent a replacement. Bec identifier for this report is (B)(4). Defected device was replaced.